Manufacturer narrative:
The reported event of the device not having sensing or impedance measurements for several months was confirmed. A software investigation was performed, and the device was found to be performing per specifications. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the event was traced to a fusion pacing event of two spurious pacing pulses, for the non-pacer dependent, which interacted with the autocapture loss of capture recovery feature, leading to it not being able to complete its recovery cycle. This recovery feature is prioritized over measurement features to allow pacing for the patient. Since it was unable to complete recovery, the measurements were postponed. This was a rare event due to the patient¿s intrinsic pace and did not cause any serious incident in this non-pacer dependent patient. The device was performing as intended. The product was explanted due to normal eri.

Event description:
It was reported that there were no sensing or impedance measurements recorded on the device. Technical support was contacted, however, no intervention was performed at this time. A device explant is anticipated for normal elective replacement indicator. The patient was stable and will continue to be monitored.

Event description:
The device was explanted and replaced due to normal battery depletion. The patient was stable and will continue to be monitored.